Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing which included bench testing and stressing using a known good test set up without duplicating the report. An internal inspection found no discrepancies. The o2 valve was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "o2 valve fault- 3011" error message. Complainant indicated that there was no patient involvement in the reported malfunction.